Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the discoloration of adhesive around the light guide (lg) lens is traced to component failure, however the cause of the foreign objects at z-block (server plug-in) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had discoloration of adhesive around the light guide (lg) lens and foreign objects at z-block (server plug-in). There was no patient involvement.